Event description:
It was reported that the patient experienced ineffective therapy. As such, surgery took place on (B)(6) 2022 wherein the lead was explanted and replaced with a new lead. The new lead was implanted in a different location addressing the issue. Reportedly, effective therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.